Event description:
The reporter indicated that he was having difficulties with their vns programming system and that the device's serial adapter cable was believed to be the source of the issue. Good faith attempts for product return have been unsuccessful to date.